Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). Through follow-up communication livanova learned the pump was switched off and on again when the issue occurred and this did not solve the problem. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported event. He replaced the motor control board and the failure could be removed. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump was giving an motor control error code during priming. There was no report of patient injury.